Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that there was no response from the keypad and the esc button on the insulin pump.

Manufacturer narrative:
The pump had no button response due to a flattened esc keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the displacement test due to the keypad anomaly.